Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger would not recognize a battery pack. Upon evaluation, the y1 crystal oscillator was open on the bedside board. The cause of the inability to recognize a battery pack is the open oscillator . The root cause of the open oscillator cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us contacted zoll to report that a patient's battery charger would not recognize when a battery pack was inserted.